Event description:
It was reported that the patient started noticing around (B)(6) 2012, trouble with range of motion. Patient is reporting posterolateral pain and groin pain. Patient also reports that he had trouble getting up from a chair and that standing on one leg causes significant pain. Patient states that at night he experiences significant night pain and that he has to sleep on his back because he cannot sleep on his side. Patient is also reporting elevated levels of cobalt (8.6) and chromium (1.4). Patient is scheduled for bilateral revision.

Manufacturer narrative:
Additional information reported via sales rep confirmed that the patient had left hip replaced (B)(6) 2012 and had relief for 3 months and progressed to chronic pain requiring steroid injection and continuous ant-inflammatory regiment. A supplemental report will be submitted upon completion of the investigation.